Manufacturer narrative:
Evaluation results: one cadd legacy 1 pump was returned for investigation in good condition. The investigator was unable to replicate the reported product problem (failed pressure test). The device was tested three times. The results from all three test passed, and were within internal specifications. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The downstream sensor was replaced as a preventive measure.

Event description:
Information was received that this smiths medical cadd legacy 1 pump failed pressure testing. No reported adverse effects.